Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger was not working. The patient stated all the lights on the recharging dock were scrolling up and down rapidly but confirmed that the green light on the back of the dock was solid and stayed solid. When asked if they were using a thick charging cable, the patient confirmed they were and that they'd never had the recharger replaced before. The patient was instructed to place the recharger on the dock and hold down the power button for 10 seconds and the recharger lights did not turn on. The patient was instructed to take the recharger off the dock and do a recharger reset but the issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. Best practices for recharger maintenance were reviewed with the patient, and the patient stated they'd never known to store the recharger on the dock and charging when not in use but they would do that with their replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.